Event description:
The customer reported an issue with their freestyle flash blood glucose meter which suggests the memory overwrite malfunction has occurred. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The product has been requested for investigation. A follow-up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter. It should be noted, the serial number of the meter reported by the customer is inconsistent with our product lines. If the device is returned, the correct serial number will be reported in the follow-up report.